Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2019-jul-17. It was reported that the replacement surgery was tentatively scheduled for (B)(6) 2019.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), product type: catheter; product ID: 8781, serial# (B)(4), product type: catheter. Evaluation conclusion codes apply to the catheter, and the pump. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-aug-15. It was reported that the event logs indicated the most recent motor stall was on (B)(6) 2019 with tube set on (B)(6) 2019 and no recovery to date. The representative was assisted in silencing the alarm. The pump had been explanted. It was noted that the pump was alarming again after the representative confirmed via the long session report that they were successful in silencing the previous alarm.

Event description:
On 11-jul-2019 additional information was received and it was reported that a motor stall was seen at initial interrogation. The stall was active. The patient did not recently have an MRI. The reporter confirmed there was no emi/magnetic sources present. Additional information received on 12-jul-2019 reported that some of the patient¿s symptoms started initially on (B)(6) 2019. Per the reporter the patient reported feeling a weird sensation down the right leg. The patient later felt the same sensation and a shock and later that week started having symptoms of withdrawal, nausea, vomiting, shaky and anxious which resolved itself and everything was fine up to the (B)(6) 2019 stall. The logs show up the may 28th refill but nothing before. The pump was used to deliver morphine 25mg/ml at minimum rate. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-jul-15. It was reported that the patient was to be scheduled for replacement surgery, but no surgery was scheduled at the time of report. The pump remained implanted.

Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication in the motor gear train as well as a stall due to shaft bearing. Analysis of the catheter identified damage to the transition tube. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(4) 2019 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was spinal pain. It was reported that a motor stall was seen at initial interrogation. The patient had not recently undergone magnetic resonance imaging (MRI) and was not exposed to electromagnetic interference (emi) or magnets. It was noted that the stall occurred on (B)(6) 2019 and recovered on (B)(6) 2019. The patient also started having uncomfortable stimulation coming from the pump this weekend (relative to the date of report). The hcp planned a revision of the pump and catheter on (B)(6) 2019. No further complications were reported or anticipated.